Event description:
On (B)(6) 2016 it was reported "the procedure was completed without incident and the patient sent home in stable condition. She returned approximately 2 days post-ablation with abdominal pain and was given a prescription for omeprazole and non-steroidal. The following day she began having nausea and vomiting and was admitted for further evaluation. An abdominal x-ray demonstrated an ileus but no free air was seen. The CT-scan was negative for bowel perforation or focal inflammatory changes. She received intravenous hydration and a naso-gastric tube was placed. The ileus resolved and no further intervention was required. The patient was last seen on (B)(6) 2016 and was doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.(B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. Three days later the patient presented to the hospital with "abdominal pain, diarrhea and vomiting". A computed tomography (CT) scan was performed and revealed a "small bowel ileus [with] no evidence of perforation". The physician diagnosed the patient to have a "paralytical ileus" and started the patient on "rehydration, nasogastric tube insertion [and] antibiotics". The patient was admitted on (B)(6) 2015 and discharged on (B)(6) 2015. On (B)(6) 2015 it was reported, the patient was seen for follow up and is "well recovered".